Manufacturer narrative:
The case evaluation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device performed a reboot during use; ventilation was resumed afterwards with previous settings. No patient consequences were reportedly resulting from the event.

Event description:
It was reported that the device performed a reboot during use; ventilation was resumed afterwards with previous settings. No patient consequences were reportedly resulting from the event.

Manufacturer narrative:
The anesthesia workstation remained in continuous use for 3 weeks after the event before a dräger service engineer got access to it and inspected the device. It could be derived from the logs that a communication interrupt between the two processors onboard the therapy control unit had occurred during the concerned procedure. The device is designed to trigger a system reboot when such condition occurs. In case of such a reset, therapy will be interrupted for a maximum of 15 seconds, the device posts a corresponding alarm to alert the user and, therapy will be continued with the last valid settings as soon as the reboot is completed. Also for the particular case, it can be confirmed that the device behaved as specified - ventilation was resumed after 13 seconds. The procedure could be continued without further problems for approx. Two more hours. Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature. The respective board was replaced as a precautionary measure; the workstation passed all consecutive tests and was returned to use without further problems reported since then. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.